Manufacturer narrative:
Additional information: on april 1, 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 300cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 300cc mentor memorygel breast implants and experienced bilateral rupture and bilateral baker grade iii capsular contracture postoperatively. The ruptures and capsular contractures were confirmed with an ultrasound. As a result, the patient underwent bilateral device removal and replacement with unspecified breast implants on (B)(6) 2021. This report is for the patient's right-sided device.